Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a lead safety switch due to out of range pace impedance measurements causing the system to switch from bipolar to unipolar. Boston scientific technical services discussed evaluating the lead. Surgical intervention was taken to cap and replace the lead. No additional adverse patient effects were reported.